Event description:
The customer reported a malfunction with the pump after it accidentally fell into a small amount of water. Despite the malfunction, the customer's blood glucose level did not exceed 500 mg/dl, indicating no significant adverse impact. To address the issue, cts decided to replace the pump, and the customer employed multiple daily injections as a backup therapy to ensure insulin delivery. Since the original pump was out of warranty, the customer expressed interest in obtaining a loaner pump, which cts provided. The issue has been resolved, and no further action is needed.